Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to elevated thresholds. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.